Event description:
Caller reported a malfunction on the pump, specifically noting the occurrence of malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. As corrective measures, cts decided to replace the pump due to multiple malfunctions. The customer was instructed to return the defective pump to tandem using the provided pre-paid return box to avoid billing. Additionally, the caller was advised about using updated software on the replacement pump, programming settings, and connecting their cgm to the new device. The customer acknowledged all instructions provided by cts.